Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During use of this product, a hose rupture occurred; one unit was affected; the sample can be returned, with photographic evidence provided; green claim processing is not required; a complaint response letter and a complaint receipt confirmation are required. Additional information received the hospital and family members require the test report to indicate the cause of the tube breakage, the integrity of the fractured section of the tube, and the condition of the remaining portion. Please be advised accordingly. Additional information the hospital and family members require the test report to indicate the cause of the tube breakage, the integrity of the fractured section and the remaining portion of the tube. Please be advised.